Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a occlusion alarm occurred. Customer was admitted to the ICU for diabetic ketoacidosis. Contact stated customer was not in the hospital at time of call. Contact declined to provide additional information and further troubleshooting from tandem technical support.